Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 under work order# 67380 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed approximately 1.5¿ through 8¿ from the metal connector. Removal of the rescue tape revealed damage to the silicone jacket approximately 2.5¿-4.5¿, 5.5¿, 6.5¿, 7¿, and 7.5¿ from the metal connector. The bionate layer was discolored but showed no signs of damage. Areas of shield breakdown were observed at the base of the metal connector and approximately 2.75¿ and 4¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 6 years, 2 months, 9 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that low speed advisory alarms were reported while attached to power module. Vad interrogation confirmed pump stoppages. External portion of the driveline appeared to be damaged and was rescue taped multiple times. Manufacturer's technical service representative reviewed the log file and observed pump stoppage on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. The patient has not gained or lost a significant amount of weight since implant. Patient had complaints of extreme dizziness and syncope during the pump stoppages. The external x-ray showed some signs of wear & tear. Manufacturer's technical service representative replaced 22 inches of the driveline from distal end. There were no immediate alarms after the replacement when placed to the regular grounded patient cable. Patient had pump stoppage approximately 4 hours after replacement on (B)(6) 2019 at 7:57pm. Patient was stable at home on an ungrounded cable. Patient will return to clinic for routine downloads and interrogation.